Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely for a scheduled follow up via merlin.net transmission. Upon examination, it was discovered that there were episodes of high ventricular rate caused by right ventricular lead noise. Programming changes were recommended. No patient symptoms were reported.